Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 30 mg/dl. The customer consumed food to stabilize bg level. The customer stated the suspected cause of the low bg was due to not eating breakfast and then taking a long nap. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
The device was not returned for evaluation of this issue.